Manufacturer narrative:
The driver was returned for evaluation. Visually confirmed approximately 3mm of tip has been broken off, consistent with interface during usage, with plastic deformation of hex form just below the fracture surface. The broken off portion of the tip was not returned for analysis. Tip fracture surface analysis is characterized as a fairly brittle fracture surface with circular material flow, consistent with torsional overload during usage. Dimensional inspection of the driver shaft confirms diameter and hex form conform to print specification. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke off in the screw head. The broken piece and the screw were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.